Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-calcified vessel. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during the procedure, the device was unable to cross the lesion. When dilatation was performed right before reaching the lesion, the balloon ruptured. The device was removed from the patient's body by simply pulling out. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.